Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the pump flow issue was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
D6b explant date provided

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 71-year-old male with postcardiotomy cardiogenic shock (pccs) and a pre support clinical state consistent with scai shock stage e underwent placement of an impella 5.5 via direct right-sided surgical aortic access for lv venting while on ECMO support initiated for right ventricular failure. Following implantation on (B)(6) 2026 at 14:20, pump flows remained significantly below the expected range, averaging 1.0¿1.3 l/min at p5 versus the anticipated 2.8¿3.7 l/min. No suction alarms were reported, and cvp values ranged 11¿15 mmhg following volume resuscitation. When ECMO flow was decreased, impella flow increased but did not reach the expected range. Maps initially exceeded 90 mmhg but later averaged 70¿80 mmhg, with persistently low impella flow. Echocardiography confirmed an unobstructed inlet. Blood volume administration did not resolve the low-flow condition. Pump stoppage did not occur, and a replacement pump was not trailed. Contributing factors include ECMO and native lv competition for preload. The patient remains on support and the pump is expected to be returned for evaluation. A data download is required.

Manufacturer narrative:
B2, b5, h1, h6 health effect - impact code updated based on the additional information received. D4 revised. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the pump flow issue was not determined due to lack of clinical details, no product or data logs returned for analysis.

Event description:
Updated clinical narrative: a 71 year old male with postcardiotomy cardiogenic shock (pccs) and a pre support clinical state consistent with scai shock stage e underwent placement of an impella 5.5 via direct right-sided surgical aortic access for lv venting while on ECMO support initiated for right ventricular failure. Following implantation on (B)(6) 2026 at 14:20, pump flows remained significantly below the expected range, averaging 1.0¿1.3 l/min at p5 versus the anticipated 2.8¿3.7 l/min. No suction alarms were reported, and cvp values ranged 11¿15 mmhg following volume resuscitation. When ECMO flow was decreased, impella flow increased but did not reach the expected range. Maps initially exceeded 90 mmhg but later averaged 70¿80 mmhg, with persistently low impella flow. Echocardiography confirmed an unobstructed inlet. Blood volume administration did not resolve the low-flow condition. Pump stoppage did not occur, and a replacement pump was not trialed. Contributing factors include ECMO and native lv competition for preload. The patient remains on support and the pump is expected to be returned for evaluation. A data download is required. Update: it was reported that flows resolved after ECMO removal. After 45 days on support, the family withdrew care and the patient expired on support. While on support, the device functioned as intended at p-7 at 4.2l/min with d5w sodium bicarbonate in the purge solution. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient dependent on vasopressor support, in cardiogenic shock, and complicated by stage e shock.

Manufacturer narrative:
Updated information: d1 brand name updated g1 MFR contact fax number updated.